Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump was tested with water liquid reservoir and no air bubble anomaly noted. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have rising high blood glucose. Customer had changed the infusion set and delivered a bolus but blood glucose continued to rise. Customer's blood glucose was 261 mg/dl. Customer's blood glucose at time of call was 414 mg/dl. After troubleshooting, customer wanted to replace the device. Customer agreed to return the device for analysis.